Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Water flow is low due to water solenoid not holding the pressure.

Event description:
While using a g131 scaler, all tips were getting hot, the handpiece is in good condition, the handpiece was disconnected from the water solenoid and the water flow was fine; no injury resulted.